Manufacturer narrative:
Investigation summary: the pictures received show some liquid into the expansion chamber. During manufacturing process several test and inspections are carried out to avoid faulty parts. Among them, visual inspection of the filter is performed to verify that is centred in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. No quality notifications were found in device history record. Hydrophobic filter leakage test results are acceptable. It is recommended to carefully follow the instructions explained in IFU: keeping the vial upright, push the air or the diluent into the vial. The expansion chamber will inflate. Invert the system and withdraw the drug into the syringe. The expansion chamber will deflate. If the vial is inverted when the air it pushed inside, it will be created an overpressure which probably caused a leakage trough the hydrophobic filter. Investigation conclusion: liquid in expansion chamber the pictures received show liquid in the expansion chamber. Three retained samples have been evaluated. All of them were tested and no leak was found in the expansion chamber. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by (B)(6). Currently, they are molded in bd (B)(4). Visual inspections and critical dimensions for protector housing parts are performed in according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centred in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centred in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Conclusion: the pictures received confirm the complaint. The retained samples shows no defects. Hydrophobic filter leakage test was acceptable in all cases test during manufacturing process. No qn¿s or other events were found during DHR review. It is recommended to carefully follow the instructions explained in IFU (dgp102). Please, play attention to points 4 and 5. Keeping the vial upright, push the air or the diluent into the vial. The expansion chamber will inflate. Invert the system and withdraw the drug into the syringe. The expansion chamber will deflate. If the vial is inverted when the air it pushed inside, it will be created an overpressure which probably caused a leakage trough the hydrophobic filter. Root cause description: root cause cannot be determined. But no defects were found during manufacturing process and in the retained samples.

Event description:
It was reported that a bd phaseal¿ protector p50 malfunctioned during use. When injecting nacl into the vial with endoxan powder, the nacl leaked into the balloon when in preparation of administration. There was no report of injury or medical intervention needed.